Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. During inflation, the balloon ruptured. Recurrence of this malfunction could result in a prolonged intervention. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. Physician email address is unknown. Per FDA request, this MDR is being reported retrospectively. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
During inflation, the stellarex balloon ruptured at 6 atm. No patient injury reported.